Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no date was reported. (B)(4). One flexiva 200 tractip laser fiber was returned in one piece with the tip degraded. The fiber measured approximately 315cm from the connector to the tip. The glass tip measured approximately 3.5mm and was degraded. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber is broken within the connector. It is likely that due to the fracture within the connector that the fiber would not fire, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure on an unknown date. According to the complainant, during the procedure it was reported the fiber would not fire. They used another flexiva 200 tractip laser fiber to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector.